Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure was unable to be read. The medical staff tried disconnecting and reconnecting the fiber optic cable, but the problem persisted. Removed iab and discontinued therapy. There was no reported patient injury.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure was unable to be read. The medical staff tried disconnecting and reconnecting the fiber optic cable, but the problem persisted. Removed iab and discontinued therapy. There was no reported patient injury.